Manufacturer narrative:
(B)(6). Lot manufactured between february 09, 2019 to february 11, 2019. The device was received for evaluation. Unaided eye visual inspection of the bag was done and observed insufficient welding at the bottom left edge weld of the bag. A functional test was performed and revealed a leak from the bottom left corner weld of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom corner seal near the entry. This issue was identified after compounding when the bag was placed on the table for review. There was no patient involvement. No additional information is available.